Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported inserting a sensor the day before calling but had to remove it since it would not connect. After removing the sensor, the customer found the electrode was missing. Blood glucose value is unknown. Sensor would be replaced but not returned.